Manufacturer narrative:
The suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part #200009901, lot # 1610266; part #200010902, lot # 1602238; part #200011901, lot # 1597347; part #200347901, lot # 1581757; part #220220903, lot # 1607483; part #220222903, lot # 1596040; and part #220223316e, lot # 1550012. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the patient had an infection post-op. The patient underwent a revision surgery 7 months post-op.